Manufacturer narrative:
Philips has investigated this complaint. It was reported that tube could not rotate to the starting positional normally during the 3d angiography after rotating to the termination position, which results in the failure of the completion of 3d angiography and the device did not display the machine height after startup. No further information regarding the issue has been provided. No service has been performed by philips since the customer has no contract. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that during the 3d angiography, the tube could not rotate to the starting position normally after rotating to the termination position, resulting in the failure to complete the 3d angiography. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that tube could not rotate to the starting positional normally during the 3d angiography after rotating to the termination position, which results in the failure of the completion of 3d angiography and the device did not display the machine height after startup. No further information regarding the issue has been provided. No service has been performed by philips since the customer has no contract. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier, serial number, manufacture date and the reporting address line 1 have been updated.